Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The site is being contacted to determine whether it is still available for analysis. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay. On (B)(6) 2017, the inlay was explanted in order to address inlay decentration. Additional information has been requested.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. The inlay appeared yellow in color and the surface had a cloudy film on it with a fiber-like debris attached to it. A retain sample from the same manufacturing lot was then examined. Examination of the retain sample showed the inlay was transparent and there was no cloudy film or similar debris observed on the surface. It is likely that the explanted inlay became contaminated during removal from the eye and storage/transport, as evidenced by the dirty lens case in which it was stored post explant and the fact that the initial reporter never reported any problem with the inlay surface (no debris or cloudy film reported). (B)(4)

Event description:
Patient follow-up was requested and the following new information was provided. The initial surgery to implant the inlay on (B)(6) 2016 was uneventful. Prior to explant, the inlay had been repositioned to address mild decentration and an improvement in visual acuity was noted afterwards. The inlay decentered a second time and was associated with diplopia and a reduction in best corrected distance visual acuity (bcdva) from 20/15-2 (preoperatively) to 20/25 immediately prior to explant. Ten days post-explant bcdva remained unchanged and diplopia persisted. At last examination, bcdva improved to 20/20 and the diplopia had improved.